Manufacturer narrative:
The customer returned the 744000 electrosurgical generator for evaluation. A visual inspection of the received condition was performed on the device; the top cover rear panel was slightly deformed from impact. The top cover was removed and found the isolation board misaligned due to the impact. The device was tested with our test eiwe-pkfl working element, 784415 electrode and footswitch. The generator was able to generate the cut and coag output powers during activation. However, the unit will intermittently act as if the cable was disconnected and will not activate. A ¿connect pk cable¿ message appears on the front panel membrane. This occurrence will happen intermittently. It was noted that the electronic service line was also able to observe this anomaly. Prior to evaluation, fault log was extracted; errors 400 ref 12 was recorded to the log. Error 400 ref 12 was a soft fault that was generated when the ¿footswitch mode pedal was stuck. The usual case was that the relevant foot-pedal was held down during power on self-test or there was a faulty foot-pedal. Based on the evaluation, the reported complaint was confirmed. Device recognition and activation tested to be intermittent. The root cause was an internal component failure likely due to a faulty connector/loom or identification board. Instrument history indicates this device has been serviced 4 times since 2017. The ID board or connector/loom was not changed on any service event. The identification board and connectors/loom need to be replaced.

Event description:
It was reported that the device was shutting off while in use on a patient. The customer wants the device checked as it does not power on.